Manufacturer narrative:
H.6 investigation summary: bd had not received samples or photos for investigation. Therefore, 100 retention samples from bd inventory were visually inspected with no issues identified. Certain assays, in this case a1c, are not available in bd clinical laboratory protocols. Therefore, we are at the present time, unable to perform further internal clinical testing. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. No product trend has been identified. This complaint is unable to be confirmed for erroneous results. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the bd vacutainer® k2 edta (k2e) 7.2mg blood collection tube there were erroneous results. The following information was provided by the initial reporter. The customer stated: "patient received 2 high a1c tests: 4/6 (result of 8.9) and 4/10 (result of 9.1)." Customer says patient states they test at home and obtain results between 7-8.

Event description:
It was reported when using the bd vacutainer® k2 edta (k2e) 7.2mg blood collection tube there were erroneous results. The following information was provided by the initial reporter. The customer stated: "patient received 2 high a1c tests: (B)(6) (result of 8.9) and (B)(6) (result of 9.1)." Customer says patient states they test at home and obtain results between 7-8.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.